Event description:
The accounts engineer stated the brake detent assembly has broken, causing the bed to stay locked in the brake position.

Manufacturer narrative:
The engineer replaced the brake detent assembly to repair the bed.